Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The root cause of the reported device had error code 132.3000 on the pcu was confirmed in the log review, but was not replicated and observed during testing the laboratory tests results were inconclusive, no error or malfunction was observed on the tamper switch and in the sio board assembly. The error code 132.3000 was not observed during the tests. The pcu successfully underwent preventive maintenance. The pcu logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as 31mar2025; time was not reported. A review of the february and march logs showed an error code 132.3000. During this time, the error code appeared five (5) times. No logs or infusions were observed on the day of the reported incident. No active infusions were programmed on the day of the reported event or during the remainder of the reported month. The pcu is turned on and during the power-up process the user presses the tamper switch, which causes a system malfunction event (error code 132.3000) to appear after two minutes. Every day the pcu is turned on, the same two pump modules are added, but no infusion is programmed. This event is repeated every time the pcu is turned on. During the inspection the iui female was observed to be broken, and the connection pins were completely detached from the iui, this incidental finding is not related to the complaint. Per the alaris directions for use (dfu v12.3), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center suspect pcu s/n (B)(6) (w/o: (B)(4)) device was opened for investigation. Please re-torque all screws and replace the iui connectors. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Replace wireless card. Dchu will not cover the cost associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 132.3000 also system error and does not turn off. There was no patient involvement.

Event description:
It was reported that the device had error code 132.3000 also system error and does not turn off. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.